Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) had a hole in their skin with the lead or extension visible through the hole. The physician expressed concern about a possible infection. Magnetic resonance imaging (MRI) information was reviewed with the caller during the call. Additional information was received from the manufacturer representative (rep). Cause of the erosion over the lead/extension was unknown. Infection has not been confirmed at this time. The lead was reported to have been removed. This information was confirmed with the healthcare provider.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.